Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at time of incident was 400 mg/dl. Customer decided to take a manual shot. Customer stated that they did not feel okay to troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will not be returned for analysis.